Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The device referenced in this report has not been returned to olympus medical systems corp. For evaluation, but returned to olympus france (ofr). The subject device was sent to an independent laboratory and microbiological testing on the scope were conducted. The test result was negative for microbes. The exact cause of the event could not be conclusively determined at this moment. If additional and significant information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the microbes were detected as follows from the subject device. The user reportedly follows the instruction manual of the subject device, and uses paa (peracetic acid) solution and series 4 (automated endoscope reprocessor manufactured by soluscope) during reprocessing. There was no patient infection associated with this event reported. On (B)(6) 2017: over 100 ufc / 100ml. Instrument channel: enterobacter cloacae, stenotrophomonas maltophilia. Air/water channel: enterobacter cloacae. On (B)(6) 2017: over 100 ufc / 100ml. Instrument channel: enterobacter cloacae, stenotrophomonas maltophilia, serratia marcescens. On (B)(6) 2017: over 100 ufc / 100ml. Instrument channel: serratia marcescens, klebsiella pneumoniae.